Manufacturer narrative:
The customer¿s report of the secondary infusing faster than expected was not confirmed. Review of the cqi data confirmed that at 1053 on (B)(6) 2017, the user programmed a primary basic infusion at a rate of 60ml/hr with a vtbi of 40ml (duration = 40 minutes), and a secondary infusion of sodium phosphate 30mmol/260ml at a rate of 43.3ml/hr with a vtbi of 260ml (duration = 6 hours). The pcu event log was not received for investigation; therefore infusion start/stop times and alarms cannot be determined or confirmed. The root cause of the customer¿s report of the secondary infusing faster than expected was not identified. The pump module and disposable sets were not returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported at 1053 a secondary sodium phosphate (30mmol/260 ml) was programmed to infuse at a rate of 43 ml/hr. Over 6 hours. The infusion was verified by 2 rn's prior to initiating the programming. At 1624, the rn noticed the bag was empty however the rn documentation reported the infusion ran over 2 hours instead and documented as stopped action at 1315. There was no report of patient harm.it was reported per cqi data that the rn initially entered the infusion correctly, however used basic infusion to infuse over 40 mins.